Manufacturer narrative:
(B)(4). H6: component code: mechanical (g04) - impactor. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the impactor head broke upon impaction. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. D2, d4, and g4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified there is a portion of the device fractured from the body of the device. As the device was not returned, further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.